Manufacturer narrative:
Device was returned. Upon completion of the investigation a followup report will be filed.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
As reported by the sales rep, a model 3000 pump started flowing at a faster rate. This occurred after the patient had surgery fix the pump that flipped. The rep will return the pump once it is explanted, sometime in (B)(6).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the this pump was received with a loose 34 inch segment of surestream catheter tied at one end. The pump had a 7 inch segment of original silicone segment attached tied at the distal end. Both catheters could be flushed with no resistance, purple fluid (consistent with dye study) was collected when flushing the bolus pathway and catheter. Resistance was not felt during flushing. The flow path and attached catheter were patent and anomaly free, no leakage noted. Evaluation of the exterior surfaces did not reveal any anomalies on the metal surfaces. The septum had several needle puncture mark. The reservoir was filled with 30mls of bacteriostatic water, leakage was not seen when filled the pump/reservoir. The pump was placed on flow test at 30 celsius; however, pump did not flow. The water bath temperature was increased to 60 celsius flow was not restored. This pump did not flow. The root cause of no flow could not be determined. It is likely that air and/or drug precipitate is blocking the capillary flow path preventing flow; however, this could not be verified. The reservoir was emptied and 30mls of fluid were collected; this further verifies that this pump did not leak. The reported "pump started flowing at a faster rate" was not verified in the laboratory. Evidence of fast flow and/or leakage was not found when evaluating this pump in the laboratory. A review of the device history records indicated that this pump functioned per specifications during the manufacturing process. No further action is required. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.